Manufacturer narrative:
Correction: type of reportable events: serious injury. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367986 batch no. 9143650. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes a tube cap popped off and splashed an employees face. The following information was provided by the initial reporter: I was just wondering if there were any defect reported on this lot? We had a tube cap pop off and splash in employees face:

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367986, batch no. 9143650. It was reported that after use of the bd vacutainer® sst¿ blood collection tubes a tube cap popped off and splashed an employees face. The following information was provided by the initial reporter: I was just wondering if there were any defect reported on this lot? We had a tube cap pop off and splash in employees face.